Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Physician later noted "any creases" and "deflated prior to surgery." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ crease/folding of implant: unable to confirm as it is a medical event not related to the device. ¿ deflation: observed an opening striated assessed as to surgical damage and delamination partial in the diaphragm valve assessed as to adhesive failure. Additional observations: ¿ white particles observed in the device. ¿ crease flat observed in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Physician later noted "any creases" and "deflated prior to surgery." Device has been explanted.